Event description:
A pt, undergoing peritoneal dialysis, was reportedly tested using the suspect device with a result of 279 mg/dl. Based on this value, pt was treated with insulin. Subsequent testing, on unspecified device, revealed that pt's blood glucose remained elevated (value not provided). In spite of elevated values, pt was reportedly exhibiting symptoms of hypoglycemia. A lab test reportedly revealed that pt's blood glucose was 30 mg/dl. No additional details of pt's treatment were provided. No product was returned to the manufacturer for evaluation.